Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 417 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. When checking the insulin pump's history files, it was found that the customer was wearing the infusion sets for longer than three days. It was advised that the customer should change her infusion set every two to three days. The prime and high pressure tests passed. Nothing further was reported.